Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely a communication error between the scope and the subject device occurred due to a succumbing of the terminal inside the video connector socket, causing the malfunction. It is likely that the terminal buckling was caused by the scope used in the combination and occurred in the following order: (1) when inserting the scope connector into the video connector socket, the missing part of the scope connector tip was caught by the terminal inside the video connector socket. (2) the terminal inside the video connector socket was pushed back and the terminal buckled because the scope connector was further inserted. Per the instruction manual, "do not apply excessive force to this video system and/or other instruments connected. Otherwise, damage and/or malfunction can occur."

Manufacturer narrative:
Due diligence was executed for this event. Event date is not known. Customer does not the details of the event such as the device was inspected, if the equipment was turned on, if the cables were inspected, if the settings and modes were checked, were all the connections and cables properly and securely connected, if the electrical contacts inside the video connector socket was damaged, if the connections were clean and dry, if there was any foreign objects on the electrical contacts, if the lens were cleaned, and if there were any error codes, alarms, or alert tones. Supplemental report(s) will be filed as any further information becomes available. The device has been returned and a device evaluation completed for it. Manufacturing date is not available. The user¿s complaint was confirmed. Full inspection was performed on device and device failed inspection due to bent pin inside socket causing no image issue with test camera head, socket needs to be replaced. Additionally, three screws on right side snapped and stuck in the bottom chassis. Device has new type power switch.

Event description:
As reported for this event, during preparation for use for an unknown procedure, the device did not show an image on the monitor when the camera was plugged in. There was no patient involvement and no harm or adverse impact reported to any patient. The intended procedure was completed with another device with no delay.